Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin. Additionally, customer received a cartridge alarm (alarm 1). Customer's blood glucose (bg) level ranged between "high" and 1900 mg/dl. Customer attempted to administer a manual injection at time of elevated bg but lost consciousness for 36 hours and was taken to hospital. Manual insulin injections and intravenous fluids were administered to address bg. Customer was released from the hospital on (B)(6) 2020 and reported nerve damage on both shoulders, migraines, and vision loss in the right eye. Reportedly, the customer had manual injections as alternate insulin therapy.